Event description:
In 2009, a doctor reported that veneers were falling off that were seated using nx3 on three different patients. This is the second of three instances.

Manufacturer narrative:
The doctor reported that restorations on three different patients, which had been seated with nx3 were falling off. It was also, reported that all of the restorations were porcelain and there was cement left on the patient's teeth, which indicates the conditioning of the porcelain led to the bond failures due to user error. The same syringe of material that was used in this incident was used to re-cement the patient's veneers without further problems. An evaluation was conducted for adhesive strength using a retain sample because, although the actual product was returned there was not enough of the material left for testing. The results obtained were within specification. This is the second of three instances.